Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the expiratory valve coil was identified as the cause of the failure and was subsequently replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The moving part of the expiratory valve coil controls how much the valve opens by pressing on the valve membrane. The amount of power sent to the coil is adjusted to make sure that, near the end of the patient¿s exhalation, the pressure in the breathing system stays at the peep level set by the user. No device logs were provided. Therefore, a device log analysis could not be conducted, and the reported issue could not be confirmed in advance. The replaced expiratory valve coil was returned for further investigation. A visual inspection of the returned expiratory valve coil revealed no abnormalities. The valve coil was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. Following this, the ventilator operated continuously for 24 hours without generating any alarms or errors. After the ventilation period, several additional pre-use checks were performed, all of which passed successfully. The conclusion is that the device failed to meet its specifications during the reported event. Since the issue could not be reproduced at the manufacturer's site, no definitive cause can be established at this time.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).